Event description:
The facility reports as the caregiver was bringing the lift to the charging station, the gate opened inadvertently (malfunction), and the lift almost fell out of the rail. No patient involved, no injury sustained. Only a portion of the gate system was returned to the manufacturer for investigation. The portion received worked as intended when tested. (B) (4).

Manufacturer narrative:
The manufacturer recommends the customer have all similar products inspected and repaired (if needed) by a qualified technician and that these actions be recorded. The customer should be informed in writing of the results of the inspection if the inspection is not performed by the customer. The manufacturer also recommends the customer do maintenance of his products as specified in the user manual. All maintenance on products should be done on a regular basis by qualified personnel, as per user manual recommendation.